Event description:
It was reported that patient faced issue that patient pump fell and pulled on the tubing causing possible issue with site and had high blood glucose level with no treatment on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.